Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the patient had a right revision total hip replacement due to dislocation. During the procedure the liner and head were exchanged. The implantation date is unknown. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It is noted within the attachments that further patient information is not available. Therefore, there were no clinical factors identified which would have contributed to the reported dislocation. The patient impact is limited to the revision surgery. No further medical assessment can be rendered at this time. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a right thr revision had to be carried out on (B)(6) 2023, due to the dislocation of a r3 20 deg xlpe acet lnr 32mm x 52mm and oxinium fem hd 12/14 32mm +8. Both implants were exchanged. Patient's current health status is unknown, further information has not been made available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).